Event description:
It was reported to philips that geometry movements were not available. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of use. The philips field service engineer (fse) went onsite and confirmed that the geometry error occurred during startup. The review of system log file confirmed the malfunction of geometry pc. Upon troubleshooting, fse identified that the geometry pc could not be turned on. The philips engineer replaced the defective geometry pc and returned to philips for further analysis. The analysis was failed due to wrong hdd component. After replacement, the system was return to use in good working order. The codes were updated based on the investigation outcome.